Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v941222, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: v941222, ubd: 09-feb-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Hcp replaced the lead because the patient complained of not getting symptom relief. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3093-33, lot# v941222, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient never felt happy with the bowel symptom relief from their device. No definitive cause was determined, but the patient feedback was precipitous to the full replacement of the system. It was noted that the explant occurred in 2016.